Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14-jan-2026, it was reported by a sales representative via (B)(4) that an ar-3680 fibertak button implant system pulled out. This was discovered during a sub pec tenodesis procedure with no patent harm. It was reported that the surgeon inserted the anchor and set the anchor according to the technique, then when he went to shuttle the first suture through the anchor, the anchor pulled out. The anchor was reloaded and re-inserted. The surgeon then went to shuttle the first suture through the anchor and the anchor pulled out again. The case was then completed with an ar-2290.